Manufacturer narrative:
(B)(4). Event was initially reported on 0001822565-2018-01158. Concomitant medical products: nexgen articular surface, catalog #: 00596403210, lot #: unknown. (B)(6). Reported event was confirmed by review of radiographs. Radiographs were reviewed and confirmed there was prominent sclerosis with the tibial plateau inferior to the medial tibial tray and cement consistent with a stress fracture. The bone appears to be osteopenic. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised after a knee arthroplasty procedure due to address medial collapse. No additional patient consequences were reported.